Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of hemorrhagic stroke could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. The IFU lists infection, stroke, bleeding, and death as adverse events that may be associated with the use of heartmate ii lvas. The IFU also discusses anticoagulation, including recommended international normalized ratio (inr) values. Additionally, the IFU and patient handbook provide instructions in regard to caring for and controlling infection. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 and MFR# 2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted due to neurological dysfunction on (B)(6) 2020 and computed tomography (CT) results diagnosed intracranial hemorrhage in the right hemisphere. No drug treatment was performed. Infectious cerebral aneurysms cannot be ruled out due to repeated driveline infections and bloodstream infections. The cause of death was considered cerebral hemorrhage by ruptured infectious cerebral aneurysm.

Manufacturer narrative:
Section h4: corrected information. Manufactures investigation conclusion: a correlation between the device and the report of stroke and death could not be conclusively determined. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient suffered a hemorrhagic stroke on (B)(6) 2020. A craniotomy hematoma removal was performed; however, the patient went into coma and could not be recovered. The patient passed away on (B)(6) 2020. The pump will not be returned as the patient's family refused pump explanation. No additional information provided.